Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the up button is damaged and restricted handling of the pump is a possible implication. As result of the damaged soft components, moisture may enter the pump and damage the electronics. The up button is permanently active due to an external mechanical damage. Due to this, the other buttons do not react to pressure.

Event description:
Reporter stated the infusion device displayed an e8 power interrupt error and the buttons would not function. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).